Event description:
It was reported that a pump declared an altitude alarm, which led to the suspension of the customer's insulin. There was no adverse impact to the customer's blood glucose level. The customer was instructed to clean the speaker holes and remove and reconnect the cartridge, which resulted in the successful resumption of insulin after waiting a few minutes. The alarm did not recur, and the pump resumed normal operation. Tips for preventing future altitude alarms were provided to the customer, who acknowledged the information.